Event description:
Paroxysmal bradycardia. Connections a and v overflowed. Waterproof defect of the plastic screw protector. Lab: that pacemaker was programmed with an output at 6v and telemetry has confirmed the eol. Battery impedance: 37 kohms.